Event description:
The customer reported that the galileo mistyped a newborn specimen as o, rh postive.

Manufacturer narrative:
Customer was referred to appendix b in the galileo operators manual which states, "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology," the customer's complaint appears to be related to the nature of the specimen used for testing.